Event description:
Ous MDR - it was reported that a so-called exit block occurred 3 days after the implantation. No further details are known at the moment, especially not whether this is an "exit block" or "loss of capture". No deterioration of the patient's state of health was reported. The lead was explanted and a new one implanted.